Event description:
The customer reported that she received a prime rewind alarm on her insulin pump and insulin was squirting out during the manual priming process. Her blood glucose was 96 mg/dl. During troubleshooting, the customer stated the insulin pump was not dropped and the drive support cap appeared normal. She was advised to discontinue use of the insulin pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
The insulin pump alarmed during the prime test due to a faulty gold force sensor resistor. The insulin pump had minor scratches on the display window, cracked battery tube threads, a cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.